Event description:
It was reported that the biomed had an arctic sun device that was not cooling, failed calibration for an error 80 (water check time out unable to reach calibration temperature, not heating) expected 6 actual 28, chiller temperature (t4) was at 5.8. The device would be coming in for 2000-hour preventive maintenance. Per sample evaluation results received on 05jan2023, the root cause of the reported issue was due to a mixing pump. It was reported that the rear right caster was missing. It was stated that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The power inlet switch had too much overtravel when depressed causing the power to be cut to the device temporarily until released. It was also stated that the circulation pump motor had dried out bearings. It was also stated that the double bend tube and chiller evaporator outlet tube were found expanded. It was also stated that flow meter had low readings during post pump repair flow checks. It was noted that replaced the missing castor, power inlet module, ac main voltage circuit card, power inlet switch, circulation pump motor, double bend tube, chiller evaporator tube, and flow meter.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. The neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced the power inlet module, the ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided the device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, failed calibration for an error 80 (water check time out unable to reach calibration temperature, not heating) expected 6 actual 28, chiller temperature (t4) was at 5.8. The device would be coming in for 2000-hour preventive maintenance. Per sample evaluation results received on 05jan2023, the root cause of the reported issue was due to a mixing pump. It was reported that the rear right caster was missing. It was stated that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The power inlet switch had too much over-travel when depressed causing the power to be cut to the device temporarily until released. It was also stated that the circulation pump motor had dried out bearings. It was also stated that the double bend tube and chiller evaporator outlet tube were found expanded. It was also stated that flow meter had low readings during post pump repair flow checks. It was noted that replaced the missing castor, power inlet module, ac main voltage circuit card, power inlet switch, circulation pump motor, double bend tube, chiller evaporator tube, and flow meter.